Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture confirmed via ultrasound and exchange of textured device due to patient's concern with product. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b1, b5, d.6b, h6.

Event description:
The device has been explanted and replaced. Treatment: device removal, capsulotomy, abdominoplasty, minimal diastasis.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d6b, d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - rupture: observed an opening assessed as unidentified (tear) opening (no shell thickness due to opening is in the orientation dot edge). - anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, non penetrating nicks, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side rupture confirmed via ultrasound and exchange of textured device due to patient's concern with product. Healthcare professional later reported "rupture" via mammogram and "rupture" via MRI imaging. The device has been explanted and replaced.